Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead triggered a patient alert for high impedance and oversensing. It was further reported that the lead had intermittent capture and high outputs. The lead was capped and replaced. No patient complications have been reported as a result of this event.